Event description:
It was reported that the procedure was to treat a 75-99% stenosed lesion in the proximal/mid superficial femoral artery (sfa) and an occlusion of the femoropopliteal junction with upstream stenoses. A 6f introducer sheath and a .035 non-abbott guide wire were placed, and the lesion was pre-dilated. The 5x40mm absolute pro self-expanding stent system (sess) was advanced and implanted, followed by post dilatation. Then, the 5x150mm absolute pro sess was advanced; however, the stent could not be completely deployed, despite the thumbwheel being able to be rotated. Therefore, the sess was retracted to be removed when the stent became caught on the introducer sheath and then subsequently on the vessel wall. The 6f introducer sheath was manipulated to remove the sess as a single unit. The 6f sheath was then reintroduced into the patient and a 5x100mm absolute pro sess was placed. However, the proximal end of the stent became caught in the distal end of the previously implanted 5x40mm absolute pro stent. Although the deployment process was difficult despite using the thumbwheel, the stent was ultimately deployed. It was noted that the proximal end of the 5x100mm absolute pro stent had poor wall apposition and remained at the distal end of the previously implanted stent. Therefore, an unspecified balloon was used to dilate the proximal end of the 5x100mm absolute pro stent. Two additional absolute pro stents were deployed followed by post dilatation to complete the procedure. There were no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during deployment, interaction with the previously deployed 5x60mm absolute pro stent resulted in the 5x100mm absolute pro becoming stuck with the 5x60mm absolute pro stent resulting in the reported activation failure. Interaction/manipulation of the compromised device in attempts to remove the device resulted in the noted device damages (multiple stent sheath kinks, split stent sheath, separated tip), thus resulting in the noted mechanical jam in the thumbwheel and the reported difficult to remove from the anatomy. The treatment(s) appears to be related to the operational context of the procedure as reportedly an unspecified balloon was used to assist with retrieval of the 5x100mm absolute pro sess. Attempts to remove the compromised device resulted in the noted stent damages (bent, stretched stent with overlapped struts). There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
Subsequent to the initial report being filed, it was reported that the initial absolute pro stent that was implanted was a 5x60mm absolute pro stent and not a 5x40mm absolute pro stent that was previously reported. The 5x100mm absolute pro was only partially deployed due to becoming stuck with the 5x60mm absolute pro stent. Therefore, the unspecified balloon was used to assist with retrieval of the 5x100mm absolute pro sess.no additional information was provided.